Event description:
A stryker micro reciprocating saw was sent in for repair due to overheating during a procedure. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.

Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed damaged motor, rotor and press plug. The damaged parts were replaced and the device was repaired, cleaned, lubed adjusted and returned to the customer.